Manufacturer narrative:
On 9/27/2018, mentor became aware that the correct patient's date of birth was (B)(6) 1957 and date of explantation of the suspect medical device was 9/25/2018. The patient's age at the time of event was updated to 61 based on the new dob. On 9/29/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent breast reconstruction revision with mentor memorygel breast implant 425cc gel breast prosthesis. Rupture of the left breast prosthesis was determined. As a result, the patient underwent removal on (B)(6) 2018.